Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level due to the fill estimate. The customer declined to troubleshoot with tandem technical support (cts). In addition, the customer reported to have a bg level of (164 mg/dl) the customer took a bolus. The customer stated to believe the carb ratio is off and will consult with health care provider on pump settings. The customer declined any troubleshooting with cts.